Event description:
The report received from the (B) (6) study indicated that 1-2 hours post-procedure, the patient had visual symptoms in left eye and saw trapezoid purple shaped objects . The trapezoid shaped purple objects are now half moon shaped and only one purple object is seen. An ophthalmologist saw the patient in the hospital as well as on the following day and feels this will either stay the same or go away, but it will not get worse. The diagnosis is left eye scotoma. Emergency cea surgery was not required and presence of babinski was not documented. Pta was performed on a 95% occluded lesion in the ostium of the left internal carotid artery of 22mm in length in a 7.0mm vessel diameter. The (arch) eccentric lesion was moderately calcified with moderate vessel tortuosity. The lesion was pre-dilated. A 7mm medium support angioguard rx embolic protection device was successfully deployed then a 9x30 precise rx sent was successfully deployed at the target site. The angioguard was successfully retrieved and there was debris found in the basket. The residual diameter stenosis measured 0%. There were no air bubbles noted at any time during the procedure. The patient was neurologically intact upon leaving the angio site. Post-procedure ck was 39 (upper limit 170) and ck-mb 0.6 (upper limit 2.4ng/ml). Pre and post procedure nih stroke scale indicator scores were 0. The patient was discharged on the following day after the procedure. Pre and post-procedure medication included aspirin and clopidogrel. Bivalirudin was administered during the procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process, that can be related to the reported complaint. Visual disturbances are a well-known potential adverse event associated with the carotid stent implantation procedure. These are often associated with a temporary stoppage or slowing of blood flow to the arteries which supply blood to the eyes. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.